Event description:
The customer reported to olympus that during an unknown procedure, the evis exera ii xenon light source turned off and on with an unknown error message displayed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the rear panel was deformed, rear foot was bent, broken screw was stuck inside bottom chassis thread hole right side front panel was cracked. A worn-out socket slider switch caused intermittent use of high intensity mode, a old version igniter and the iris cable need to be upgraded. The brightness adjustment does not work and cannot make tissue distinguishable and a non-olympus lamp, life meter was reading over 500+hours and lamp life was expired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, regarding phenomenon (1) ¿the light goes off, turns on, or an error is displayed, but the error number is not displayed¿, the error was not reproduced. However, since a non-olympus lamp has been used for more than 500 hours, it was determined that the event occurred more than likely due to the lamp. Regarding phenomenon (2) ¿iris pcb intermittently stops working due to defective igniter and iris cable¿, the error was confirmed. It was determined that the event occurred due to a defective igniter and iris cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No further information could be obtained. Olympus will continue to monitor field performance for this device.